Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected data: h3 ("no" was selected in error on the initial report). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, it was presumed that the coating in the insertion section had peeled off due to physical stress, such as scrabbing, hitting or poor storage environment (direct sunlight, high temperature, high humidity, or exposure to high-energy electromagnetic radiation, ultraviolet rays, etc.), or chemical stress from reprocessing not recommended in the instructions for use. However, the definitive root cause could not be determined. The event can be detected by following the instructions for use which state: 3.2 preparation and inspection of the endoscope 3. Inspect the surface of the insertion tube for dents, bulges, swelling, peeling or other irregularities.". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection that the bronchofiberscope exhibited the coating of the insertion tube peeling off. There were no reports of patient involvement.